Event description:
Olympus was informed that during a transurethral resection of the prostate (turp) procedure, the loop broke off on both ends while the users were resecting. The users reported that the loop appeared fine until it broke. There was no pt harm reported.

Manufacturer narrative:
Olympus followed-up with the user facility via telephone and in writing to obtain additional info without success. The device referenced in this report and the detached loop wire portion were returned to olympus for evaluation. Visual examination of the returned device found both end of the loop wire were detached at the yellow and blue protector sheath section and there was evidence of thermal stain and debris on the surface of the loop wire which attributed to the user's experience. The device and the detached loop wire had been forwarded to the original equipment manufacturer for further evaluation. This report is being submitted as an MDR in an abundance of caution.